Event description:
It was reported that a spectrum iq infusion pump failed to infuse fentanyl (dose, programmed amount and delivery rate unknown) during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'failed to infuse' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. The m2/m3 springs will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.